Manufacturer narrative:
One device was received for evaluation. Visual inspection found a detached downstream occlusion seal. Functional and visual tests were performed and the reported issue was not duplicated as no specific issue was reported. The cause of the reported issue was unknown. As a result, the downstream occlusion seal and remote dose connector were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was returned for repair. During physical inspection, it was found that there was a detached downstream occlusion seal. There was unknown patient involvement, no patient injury was reported.